Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient did not profit from therapy anymore, symptoms returned. Unpleasant stimulation sensation in the area of gluteus. Patient fell at unknown date. Afterwards, symptoms returned. Reprogramming was performed by hcp (selected different programs). Impedance measurement (all values in normal range). Replacement of the lead. The manufacturer representative (rep) was no present at previous appointments. Hence, they were not able to perform impedance check when the patient was already in the or and the replacement was already in progress. Healthcare provider (hcp) removed the lead and implanted a new lead on the contralateral side and in s4 instead of s3 in order to reduce unpleasant stimulation in gluteal area. The issue was resolved.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Other medical products in use during the event include: brand name: surescan, product ID: 978b128 (lot: va2wcqa), product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the returned associated lead was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. The returned device passed all testing in the laboratory and no anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.